Manufacturer narrative:
Information is being gathered regarding the index procedure. Since there is no information known about the index surgeon at this time, it is impossible to rule out that training issues or technique deviations did not contribute to this event. Bowel injury is a known risk of the procedure. This is the first report of a subsequent rectocutaneous fistula resulting from a possible bowel injury.

Event description:
Publication report of rectocutaneous fistula resulting from possible bowel injury.

Manufacturer narrative:
This is the first report of a rectocutaneous fistula potentially associated with an axialif procedure. The paper reports the fistula could have been caused by a bowel injury during the index case but this cannot be confirmed. Information from the rep present during the index case and patient follow-up reports that the index surgeon had radiology investigate for a potential bowel injury at a follow-up visit but one was not confirmed. The patient did not follow post-op instructions regarding wound care which led to chronic infection. The cause of the fistula cannot be conclusively determined.